Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. The customer reverted to an alternate pump for insulin therapy.